Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away on a highway. The customer was dead on arrival at the hospital. The cause of death was as a result of a car accident. The customer had a low before the car accident. The customer was being combative and drove away from work and then had the accident. The caller stated that the customer had low blood glucose a couple of days prior to the incident that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.